Manufacturer narrative:
Conclusion: vessel dissection is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.

Event description:
The patient was undergoing treatment for a cerebral infarction. While the physician was introducing the reperfusion catheter 041 he tried to advance it in a little harder and it might have caused a dissection in the cervical segment. The dissection was then confirmed with fluoroscopy and dsa. The blood vessel became fully clogged temporarily however, treatment with a carotid artery stent succeeded in complete recanalization.